Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display issue. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter¿s name is shortened due to field character limit. The full name is: (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the monitor display performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specifications, was cleared for clinical use, and has been returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had a display issue. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) replaced iabp cs300 monitor display performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs, cleared for clinical use, returned to the customer. The national repair center installed the display assy into the cs300 test fixture and tested the display assy. As per the cs300 service manual part number 0070-00-0689 revision v. The nrc was unable to verified the streaks on display of the display assy. No problem found. The display assy. Shall be sent to the supplier per procedure (B)(4) rev aj. This part is no longer going back to supplier for further investigation. The final investigation completed by fat dept. Retaining this part in the fat dept. As per procedure (b)4) rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.